Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 6 years and 1 month ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient presented emergently with a type 1 endoleak. The aneurysm was 3.5 cm in diameter in the last cat scan. There was disease progression and the aneurysm was found to have increased to 7 cm. Currently, the aneurysm includes one of the renal arteries and the aortic neck became aneurysmal with the proximal end of the stent graft in the sac; however, the stent graft did not move from its location. No intervention has been performed because the patient has colon cancer and is being aggressively treated with chemo-therapy. The plan is to bring the patient back in 3 months and do a surgical conversion. No additional clinical sequelae were reported.

Manufacturer narrative:
(Secondary intervention) - (type I, post index procedure) - eval: results: (endoleak), (disease progression leading to dilation of the aortic neck, currently being aggressively treated for colon cancer). Conclusions: (disease progression leading to dilation of the aortic neck, currently being aggressively treated for colon cancer).